Event description:
It was reported that frost on the needle shaft was observed. During both freeze cycles of a renal cryoablation procedure, frost developed on the shaft of an iceforce 2.1 cx 90 degree needle. A saline drip and a sterile glove filled with warm saline was used to protect the patient's skin. The treatment was completed successfully using the original device. No patient harm was reported.